Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that drawers 4.1 and 4.2 had failed. The field service engineer (fse) observed no failures on the screen, upon arrival. The fse utilized the hardware test application to perform a full test across both drawers and removed some stray medications in foil packets and contamination. Service was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed. Ubc 2s2 drawers 4.1 and 4.2 were both failed and could not be recovered even after a machine restart. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.